Event description:
It was reported that the user received a ¿dosing stops soon¿ alert on the ilet with concurrent signal loss to the ilet from a dexcom g7 continuous glucose monitor (cgm), removed the sensor, and completed a replacement and pairing, after which pairing was confirmed. User reported a blood glucose nadir of 56mg/dl with no reported symptoms. Outcomes included user education and successful restoration of cgm pairing with the ilet and self-treatment for the low blood glucose. User support included guided troubleshooting of sensor pairing and system alerts. Investigation of this case revealed a loss of cgm signal to the ilet that resolved after sensor replacement and re-pairing, consistent with a cgm communication issue rather than an ilet supply change need. It was concluded, based on previously established findings for similar reports, that the cause was user management of an expiring sensor with transient cgm-to-ilet communication loss, resolved through standard troubleshooting and sensor replacement.